Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and/or changed data: b.5., d.1., d.3., d.4., g.1., h.3., h.4., h.6.

Event description:
Healthcare professional additionally reported a right side deflation.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown. Additionally, healthcare professional right-side deflation. Manufacturer of the device unknown. Device has been explanted.